Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for sensor test system failure. Based upon the information provided the customer had a force sensor test failure. During visual evaluation physical damage, cracked on lower left front corner of top case also cracked on right plunger case was identified. During analysis, the reported issue was able to be duplicated. The event history log was reviewed and during the review force sensor test error was identified. Based on the evidence, the complaint was confirmed. The issue was a combination of the force sensor and plunger cable. Service replaced force sensor and plunger cable. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a sensor test system failure test system failure was experienced. No patient involvement.